Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer. The core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and confirmed the image failure. The glidescope core smart cable produced a split screen image when connected to a known, good, test video baton 2.0. The technical service representative noted that the video image was normal when the customer's core smart cable was connected to a single-use blade. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to cable failure. Since the glidescope core smart cable is not repairable and a replacement was already provided to the customer, the core smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image flickered in and out. The customer's biomed confirmed the cable issue. A delay in the procedure of less than five (5) minutes occurred as a backup smart cable was obtained. No harm to the patient or user was reported.